Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. There was no evidence to suggest that any part of these processes caused the lens to be dislocated. Additionally, we have not received any other complaints from this batch. Based on the results of the inspection, the lens was returned with a deep scratch on the optic area and a cut on the optic / haptic junction. The cut on the lens was probably made to facilitate removal from the eye. Both haptics were intact and no damage or defects were noted; we are therefore unable to determine what may have caused the lens to be dislocated. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating "lens kept dropping in capsule and was recentered two times. Patient was brought back in or at this time lens was centered but bowed up. Doctor removed lens and replaced."